Manufacturer narrative:
The insulin pump had broken battery tube threads, minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube and tube window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was broken around the battery compartment. The customer's blood glucose was 186 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.